Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A hospital materials manager reported that during surgery, a system message was displayed and the case was interrupted. The system was exchanged and the surgery was completed. There was no harm to the patient reported.